Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that left ica (internal carotid artery) c2 segment flow diverter implantation was performed in the patient with other relevant history of cerebral infarction and hypertension, hyperlipidemia. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Clopidogrel 75mg/day: from (B)(6) 2022 to (B)(6) 2022 which was stopped administration due to insensitivity. Patient is on prasugrel 3.75mg/day from (B)(6) 2022 to now (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Event description:
It was reported that left ica (internal carotid artery) c2 segment flow diverter implantation was performed in the patient with other relevant history of cerebral infarction and hypertension, hyperlipidemia . Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Clopidogrel 75mg/day: from (B)(6) 2022 which was stoped administration due to insensitivity. Patient is on prasugrel 3.75mg/day from (B)(6) 2022 to now (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported there was an adverse event of minor stenosis (rate: 1-25%) in the flow diverter stent. There was no medical intervention and no surgical delay reported. The patient is on preoperative and postoperative antiplatelet therapy according to the dosage schedule, aspirin 100mg/day: from (B)(6) 2022 to now (ongoing), clopidogrel 75mg/day: from (B)(6) 2022 (stop administration due to insensitivity) and prasugrel 3.75mg/day: from (B)(6) 2022 to now (ongoing). The surgical site was left ica c2. The reported patient parent vessel stenosis is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported there was an adverse event of minor stenosis (rate: 1-25%) in the flow diverter stent. There was no medical intervention and no surgical delay reported. The patient is on preoperative and postoperative antiplatelet therapy according to the dosage schedule, aspirin 100mg/day: from (B)(6) 2022 to now (ongoing), clopidogrel 75mg/day: from (B)(6) 2022 (stop administration due to insensitivity) and prasugrel 3.75mg/day: from (B)(6) 2022 to now (ongoing). The surgical site was left ica c2. Additional information obtained on 06 mar 2023 states stenosis rate and mrs were recovered as follows; pre-operation (B)(6) 2022): mrs=2, post-operation (B)(6) 2022: stenosis rate in flow diverter stent=1-25%, discharge date (B)(6) 2022: mrs=2, stenosis rate in fd stent=not confirmed, 6 months following-up (B)(6) 2022: mrs=0, stenosis rate in fd stent=not confirmed, 12 months following-up (B)(6) 2022: mrs=0, stenosis rate in fd stent=0%. The reported ¿non-flow limiting vessel stenosis¿ is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that left ica (internal carotid artery) c2 segment flow diverter implantation was performed in the patient with other relevant history of cerebral infarction and hypertension, hyperlipidemia . Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Clopidogrel 75mg/day: from (B)(6) 2022 which was stoped administration due to insensitivity. Patient is on prasugrel 3.75mg/day from (B)(6) 2022 to now (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available. Additional information obtained on 06 mar 2023: stenosis rate and mrs were recovered as below. Pre-operation on (B)(6) 2022: mrs=2. Post-operation (B)(6) 2022: stenosis rate in flow diverter stent 1-25%. Discharge date (B)(6) 2022: mrs=2, stenosis rate in fd stent=not confirmed. 6 months following-up on (B)(6) 2022: mrs=0, stenosis rate in fd stent=not confirmed. 12 months following-up on (B)(6) 2022: mrs=0, stenosis rate in fd stent=0%. Additional information received on 06 mar 2023 clarified that stenosis in the subject flow diverter stent after the procedure was 1-25%, during 6 month follow up was not confirmed and during 12 month follow up was 0%. There was no information to reasonably suggest that this type of event would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with new awareness date of on 06 mar 2023. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.